Event description:
It was reported that in-stent restenosis occurred. On an unspecified date, a promus element plus stent was implanted in the circumflex artery. In (B)(6) 2015, the patient presented for treatment of an approximately 80% stenosed, 12mm restenosis,with moderate fibrotic intimal hyperplasia, of the previously implanted stent. The physician attempted to introduce a 3.5x15mm flextome® cutting balloon® and then a 3.5 x10 flextome® cutting balloon®, but both encountered resistance within the convey guide catheter. The first flextome® catheter eventually kinked and neither of the flextome® devices were introduced into the patient. The restenosis was dilated with a 3x20 mm nc emerge balloon followed by stenting in the region of the proximal circumflex artery. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).